Event description:
The customer reported via phone call that her daughter called the paramedics and they took her to the emergency room. She was admitted on (B)(6) 2015 with a high blood glucose level of 1,700 mg/dl. The customer was vomiting at work. No matter how much insulin she administered, she was feeling worse. The customer had a diabetic ketoacidosis and renal failure. The customer was hospitalized for 9 days. Her blood glucose level stayed at 900 mg/dl, dropped to 20 mg/dl, and then went back up. The paramedics took the insulin pump off before she arrived to the hospital. The insulin pump kept going into threshold suspend but her blood glucose level was above the suspend threshold limit. Customer's sensor glucose reading was 73 mg/dl but her blood glucose level was 94 mg/dl. Her sensor and blood glucose difference was not within an acceptable range. The customer was allergic to the sensor, it made her itch. She also noticed the sensor had bent cannulas. The device will return.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.